Manufacturer narrative:
Adc investigated this issue and determined that the freestyle libre 3 plus sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation conducted under qr1081093. This issue was addressed in the field by adc fa1002-2025. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK. If product is returned, no further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report, which was also called in by the customer. The report detailed the following information regarding an abbott diabetes care (adc) device: a customer reported receiving low glucose results from an adc device and noted a 'lo¿ (< 40 mg/dl) reading issue compared to the healthcare provider (hcp) meter. It is unknown whether the customer noted a trend arrow on the device. The customer subsequently lost consciousness. First responders were called, and an hcp meter glucose reading was ¿below 1200.¿ the customer received 100 units of insulin, oxygen, and fluids and was then transported to the hospital. In the emergency room, the customer was intubated, underwent a septic workup, and was treated with zosyn for sepsis, a heating blanket, bicarbonate, heparin drip, vasopressin, insulin (type/dose unknown), insulin drip, and ¿tubal¿ aspirin. The customer reported being in a diabetic coma for four days and experiencing complete organ failure. They also stated they suffered arrhythmia, septic shock, hypothermia, hyperkalemia (potassium level of 7.9), and required treatment with levophed. The diagnosis included diabetic ketoacidosis (dka) and multiple organ failure. This is a known issue for the serial number associated with this complaint, addressed by adc field action fa1002-2025. Impacted product was distributed to andorra, austria, belgium, canada, denmark, finland, france, germany, italy, luxembourg, netherlands, new zealand, norway, san marino, spain, sweden, switzerland, UK, us, and qatar. Adc field action fa1002-2025 was issued only to impacted countries. There was no report of death or permanent impairment associated with this event.